Manufacturer narrative:
Level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog on lot#: 9009523. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h.10.

Event description:
It was reported that during injection pen needle would not deliver medication with a bd ultra fine¿ pen needles. This occurred on 2 separate occasions, however, on the 3rd try they were able to administrate the medication. The following information was provided by the initial reporter: it was reported that the consumer found 2 pen needles this am that would not inject or allow humalog thru it. Changed the needle and it worked on the 3rd try.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during injection pen needle would not deliver medication with a bd ultra fine¿ pen needles. This occurred on 2 separate occasions, however, on the 3rd try they were able to administrate the medication. The following information was provided by the initial reporter: it was reported that the consumer found 2 pen needles this am that would not inject or allow humalog through it. Changed the needle and it worked on the 3rd try.